Manufacturer narrative:
The remote service engineer (rse) extracted and analyzed the logs, and the device was working perfectly. The complaint was escalated to the product support engineer (pse) for technical investigation and the results indicate for timepoint on (B)(6) 2023 at around 04:30 a.m., the tel11 of bed label 441 had respiration alerts which were silenced at the pic ix. Below is an excerpt of pic ix audit log. The mx40 was associated to the picix from 03:52 a.m. Until 07:10. Later at 04:48 a.m., red alerts in regard to ECG lead off were saved. The pse determined that from the picix perspective, the picix worked as expected. Based on the information available and the testing conducted, the pic ix was functioning as intended and there was no malfunction of the device. The reported problem was not confirmed. The device was confirmed to be operating per specifications and no failure was identified. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.

Manufacturer narrative:
Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete.

Event description:
Customer reported there was a death. Customer requested assistance with extracting error logs for review.